Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. The pump emitted appropriate alarms when delivery was interrupted. The owner's booklet states: to avoid the risk of diabetic ketoacidosis (dka) or very high bg, you must be prepared to give yourself an injection of insulin if delivery is interrupted for any reason.

Event description:
The pt stated that the pump emitted multiple occlusion alarms. She stated that her blood glucose reading was "hi" on her meter. She reportedly had large ketones and signs and symptoms of dka including dehydration, thirst, cramping, and chest pain. The pt contacted her doctor at that time who advised her to use lantus until a replacement pump could be delivered to her. The pt was admitted to the hospital on november 23 with dka. She was given insulin on an IV drip in the hospital.